Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a leak between the transfer set and the patient catheter. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with unspecified antibiotics (intraperitoneally, dose and frequency not reported) for the event. Three days after the hospitalization, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.